Event description:
Customer reported noticing that the buttons on the insulin pump were intermittently working. Customer's blood glucose reading at the time of the call was 168 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.